Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent kv on in error messages. The kv on in error required a re-boot to restore functionality, indicating a sys lock up. There is not report of death or serious injury.